Event description:
It was reported that a device alarmed for air in line message when no air was present. There was no pt injury reported.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device eval was unable to reproduce the air in line alarms. However, internal eval of the unit found the connector on the processor printed circuit board to not be in the locked position with the upstream sensor assembly tail installed. With this not being secured properly it can cause an intermittent connection and cause air in line and upstream occlusion alarms. Properly locking the connector allowed the unit to run without any alarms.